Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the stent placement was a bridge to surgery, to treat stenosis(total occlusion) caused by primary cancer of sigmoid colon. The patient's anatomy was not tortuous. On (B)(6) 2013, a wallflex enteral colonic stent was successfully implanted within the colon. There were no issues during the placement procedure. The patient's condition was reported to be good post the stent implant procedure. On (B)(6) 2013, the planned tumor resection surgery was performed and at that time the perforation was noted. The perforation was in the vicinity of the proximal end of the stent. The patient experienced no prior symptoms of the perforation. During the planned resection surgery, the perforated area along with the stent were removed. In the physician¿s assessment, the normal axial force of the stent in combination with bowel peristalsis likely contributed to the perforation. The patient condition following the surgery was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used not prior to the expiration date. The complainant indicated that the device was a disposed of; therefore, a failure analysis of the complaint device could not be completed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.